Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the watertight integrity or the deformed cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited the watertight integrity of the tip cover was not maintained and the plastic distal end cover was damaged. There was no patient involvement.

Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the device manufacturing date in h4.